Event description:
Allergan aesthetics received a report of a patient treated upper abdomen and mid-abdomen with coolsculpting cooladvantage plus coolcore, infra-scapular area and flanks with coolsculpting cooladvantage coolcurve plus on (B)(6) 2022 developed paradoxical hyperplasia (pah/ph). Patient underwent corrective liposuction at the end of (B)(6) 2022 and presented with recurrence of pah.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the cool-sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any cool-sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.